Event description:
Device cannot pass the microphone test. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. This complaint was opened to investigate reported microphone test failure. The subject device (model agilia sp mc wifi, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective microphone was returned as a spare part for investigation. Upon reception, returned speaker kit was submitted to a visual inspection. Nothing was observed. Then, cross-testing of subject spare part was performed using an agilia test banch. Maintenance test 9 and audio test could be performed with laboratory software 'test device agilia'. Results of these tests were within tests specifications for microphone output. In addition, alarms were deliberately created in infusion error to check if technical errors were triggered. All tests were successfull and no technical errors were observed. Based on available information, the root cause of the reported event remains unknown (not the microphone). This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.